Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The patient's blood glucose rose to 24 mmol/l (432 mg/dl). The pod was not worn.

Manufacturer narrative:
Pod was received not deployed. According to downloaded data, pod was in pod state 14 and delivered 0 pulses, indicating that the pod was filled but did not complete the activation process due to not being paired with a pdm within the allotted time. The cannula is in the appropriate state for this situation - not deployed.